Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a dislodged grip tang near the base of the grip tip. This causes entrapment of the tissue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument broke and was removed from the patient and replaced with a new force bipolar instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was functional issues notices related to cautery as the customer found grip cable failure, there was damaged to the instrument tips as the customer stated that the grip cable broke, the instrument was unable to open/close grips. No fragment fell inside the patient's anatomy. The customer stated having issues related to left/right (yaw) motion of the grips and up/down (pitch) motion of the wrist, and the procedure was completed with a backup instrument.